Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered, nor can the root cause of the reported loosening of the implant and joint location be determined. Based on the information provided, the patient was revised and an unknown legion total knee primary tibial insert xlpe was explanted. According to the surgeon, "the devices were not defective". Since it was reported the current health status of patient is unknown, the impact to the patient beyond that which has already been reported is unknown. Should any additional relevant patient information be provided, this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy, fit/sizing issue, lack of ingrowth or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery, performed on (B)(6) 2021, the patient experienced loosening of the implant and joint dislocation. This adverse event led to a revision surgery performed on (B)(6) 2021, in which an unknown legion total knee prim tib insert xlpe was explanted. The current health status of patient is unknown.